Event description:
New information received notes there was no inhibition due to noise observed. The lead was being monitored. There were no reported patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular oversensing was observed on the right ventricular lead. The lead was being monitored. The patient was stable.